Event description:
It was reported that during implant the lead dislodged. The lead was replaced and the replacement lead had high threshold and the patient had diaphragmatic muscle stimulation. The lead was replaced and the previous lead was then implanted and remains in use. No patient complications have been reported as a result of this event.